Event description:
The patient had a revision surgery due to an infection in the tmj joint.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The returned product was evaluated and it was concluded that there is no present manufacturing defects or any indication that the parts reviewed contributed to the patient's infection. The patient did not seek immediate medical attention for her symptoms of pain, discomfort, or infection. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.